Event description:
An uneventful device deployment procedure was described. Thirty minutes post procedure, the pt experienced diminished pulse, pain and coolness to touch in lower right extremity. Treatment was started 2 hours post deployment. Treatment consisted of gp iib/iiia, anticoagulation therapy, percutaneous thrombectomy, pta and stenting. The event resolved approximately seven hours post deployment without no additional sequelae.